Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak in the ion selective electrode (ise) module of the unicel dxc 600 synchron system. Customer reported that when they raised the ise module they discovered a "sticky, crystallized fluid" in the bottom of the compartment in the overflow tray. The customer then called back and reported hat they found a line was disconnected and was "flowing over." The customer reported that they reconnected the line and quality control calibrations were acceptable. Customer reported that they did not have issues with patient results. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) evaluated the ise module and did not observe leaking. The fse was not able to speak to the person at the customer's site who contacted bec to determine the issue that was reported. The fse verified that the instrument was operating normally.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).